Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. Date of implantation: unknown as information was not provided. Investigation is still in progress.

Event description:
Description of event according to complainant: on two separate procedures, the deployment of the zenith alpha¿ thoracic endovascular graft was fine. In the follow up imaging, the grafts were starting to thrombose distally. Patient 1 thrombus appeared at about 9 months post implant. Normal 3 month CT scans evaluating the graft. Patient 1, I relined with another thoracic alpha graft and thrombus re accumulated within a month, now on anticoagulation and awaiting repeat CT. Patient outcome: the patient did require an additional procedure due to this occurrence. Relined with another thoracic alpha graft.

Manufacturer narrative:
(B)(4). Summary of investigational findings: it was not possible to conclude the exact root cause for this event. In this case endograft thrombus was evident on the 7 month follow up. The thrombus configuration was solid like. Thrombus in the stent graft in relation to patients treated for btai indication was previously described in the scientific literature. The mechanism for stent graft thrombus in btai patients are unknown but e.g. Stent graft sizing has been proposed as a factor. In this case nothing indicates that the devices were not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: on two separate procedures, the deployment of the zenith alpha¿ thoracic endovascular graft was fine. In the follow up imaging, the grafts were starting to thrombose distally. Patient 1 thrombus appeared at about 9 months post implant. Normal 3 month CT scans evaluating the graft. Patient 1, I relined with another thoracic alpha graft and thrombus re accumulated within a month, now on anticoagulation and awaiting repeat CT. Patient outcome: the patient did require an additional procedure due to this occurrence. Relined with another thoracic alpha graft.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Recall was initiated as indication for use for btai has been removed from the product labeling.